Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr device was vibrating when in use with the attachment device. It was further reported that the burr device did not feel secure, even when locked in the attachment device. There were no delays to the surgical procedure as an identical spare was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device had noise, vibration and the burr device did not feel secure. Therefore, the reported condition was confirmed. It was determined that the noise and vibration were from worn bearings, caused by excessive side loading. It was further determined that the burr did not feel secure because the locking mechanism was worn. The assignable root cause was determined to be component damage caused by misuse abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.